Event description:
It was reported that the customer received the motor error alarm on the insulin pump. The customer's blood glucose was unknown. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked case at the display window corners, reservoir tube and battery tube threads. The insulin pump was received with a minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device similar to it is the paradigm real-time insulin infusion pump, which is marketed in the united states.